Event description:
This report was received from global pharmacovigilance (gpv) and is a literature report from (B)(6) of peritonitis in a (B)(6) neonate subsequent to dianeal pd-2 therapy. On an unreported date, the patient experienced peritonitis and was treated with systemic and/or intraperitoneal antibiotics (not further specified). No further clinical information was provided regarding the event of peritonitis. Subsequently on an unreported date, the patient expired due to posterior urethral valve. The outcome of the peritonitis was not reported. This is one of multiple reports received from the same reporter.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.